Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. It was reported that the patient was admitted to the emergency department for wound care. The submitted log files captured the device operating as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, "introduction," lists potential adverse events that may be associated with the use of heartmate 3 lvas. Although infection was not reported by the account, infection is also listed as an adverse event that may be associated with the use of the heartmate 3 lvas, as well as a potential late postimplant complication. Additionally, several sections of the IFU and patient handbook provide care instructions in regard to preventing infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted to emergency department for wound care. Log file captured routine events, there were no notable alarm conditions or parameter changes.